Event description:
Severe hypo/hyperglycemia; I had switched insulin pumps. I previously had omnipod. Insulin would leak out daily and I would have extremely high blood sugars. After switching to medtronic 670g I noticed an issue with the connector that locks into the reservoir which either results in under or overdelivery of insulin. I have been hospitalized twice about this and my drs will not do anything. I have tried explaining to them multiple times that it's either infusion sets or their reservoir. The thing the insulin goes in and they are saying the issue is the pump itself. This is a safety issue to people and could easily kill me. The first time I was hospitalized my blood sugar was 24 due to overdelivery of insulin. The time after that it was 350 because of underdelivery. I have also noticed that my pump gave me 100 units of insulin without me knowing. FDA safety report ID# (B)(4).